Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The action taken with the dianeal therapy was unknown. On an unreported date, an unspecified treatment was started for the event. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.